Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the microcatheter shaft was noted to be kinked/bent. The microcatheter hub and tip were intact. During functional inspection a 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The microcatheter could not be flushed, and a 0.0158 patency mandrel could not be advanced through the microcatheter. The microcatheter was cut to identify the cause of the blockage, revealing what appeared to be polytetrafluoroethylene (ptfe) inner lining blocking the shaft. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use and continuous flush was maintained throughout the clinical procedure. It was reported that a guidewire was used to assist the subject catheter to pass the lesion to reach m2. Prepared and delivered a stent to go to hub of the microcatheter but resistance was encountered and the stent could not go into microcatheter. After several tries the stent was deployed in y valve so the operator replaced it with another stent to try but same problem happened. The stent was also deployed in y valve. The device was returned for analysis, and it was noted that the microcatheter shaft was noted to be kinked/bent. The microcatheter could not be flushed, and a 0.0158 patency mandrel could not be advanced through the microcatheter. The microcatheter was cut to identify the cause of the blockage, revealing what appeared to be ptfe inner lining. Based on a review of all available information and the analysis of the returned device it is probable that the ptfe inner layer was damaged when resistance was felt advancing the stents during the procedure. There may have been friction due to some procedural factors during use. The physician may have perceived the friction to be hub friction. The reported event 'catheter hub friction' as well as the analyzed events: 'catheter shaft kinked/bent', 'catheter shaft blocked/occluded', 'device difficult to flush', 'catheter ptfe inner lining peeling' and 'catheter shaft friction' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject device was returned for analysis and the device investigation revealed that the catheter polytetrafluoroethylene (ptfe) inner lining was peeling. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.